Event description:
Healthcare professional reported left side "hairline fracture/rupture to implant with grade 2 capsular contracture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b3, h6.

Event description:
Healthcare professional reported, left side "hairline fracture/rupture to implant. With grade 2, capsular contracture". Device has been explanted and replaced.

Manufacturer narrative:
Continued e1.: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "hairline fracture/rupture to implant with grade 2 capsular contracture". Healthcare professional later reported "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. ¿ crease/folding of implant: observed. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.